Manufacturer narrative:
Device analysis: the oad, with the distal driveshaft and crown section, was returned without the original guide wire. The initial visual and tactile examination of the handle assembly and saline sheath revealed that the nose cone assembly was damaged as a result of being shipped back without the protective product tray. The driveshaft was bent at this location and is not considered a contributing factor to the difficulties experienced during the procedure. Continued examination of the handle assembly and saline sheath revealed that the driveshaft and saline sheath had been destructively cut 3.9cm distal to the nose cone assembly. The initial visual and tactile examination revealed that the distal driveshaft section had been destructively cut 4.4cm proximal to the tip bushing. The distal 4.4cm driveshaft section was also returned. The distal driveshaft section had been destructively cut and was elongated. Further examination revealed that the crown and tip bushing remained intact and undamaged. Biological material was observed adhered to the driveshaft and crown. Examination in the area of the adhered tissue did not reveal any damage that would have contributed to the accumulation. The driveshaft and crown section were sent for scanning electron microscope (sem) analysis to determine if there was any damage that would have contributed to the device getting stuck in the lesion. Sem analysis did not identify any abnormalities with the driveshaft or crown that would have contributed to the event. An in-house .014" test wire was loaded through the device, but met resistance at the nose cone and driveshaft damage. The damaged section of the driveshaft was removed to allow for functional testing. The test wire was then able to pass through the remaining section of the handle assembly. The oad was tested and spun at low, medium and at high speed with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake and control knob were manually manipulated to determine if there were any functional concerns with the components that would have contributed to the reported event. The device and components functioned as intended with no abnormalities or unusual sounds observed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. At the conclusion of the failure analysis investigation, the root cause of the device becoming stuck in the patient could not be determined. The device was within specification and no abnormalities were observed that would have caused or contributed to the oad becoming stuck. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, a csi orbital atherectomy device (oad) got stuck in the patient and required surgical removal. There were multiple target lesions located in the anterior tibial (at) artery and the dorsalis pedis (dp) artery. The physician used a 6fr introducer sheath and a csi viperwire guide wire to access the lesions. The oad was loaded onto the guide wire and advanced to the site of treatment. During the first run at low speed, the device bogged down and stopped spinning. The device was retracted back proximally with some force and the physician then attempted a second run. During the second run at low speed, the device again bogged down and stopped spinning. At this point, the device became stuck on the guide wire and in the vessel. The physician was eventually able to free the guide wire and remove it from the patient, but the oad was still stuck. The saline sheath and driveshaft were cut just distal to the handle outside of the patient. Multiple troubleshooting and removal attempts were made, but were unsuccessful. The patient was transferred to the operating room and the oad was surgically removed. The patient status remained stable throughout the procedure. A request for additional information was made, but was denied by the facility due to internal policies.